Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. Date of event is an approximation. The patient experienced inaccurate cgm values which occurred an unknown number of days after the sensor had been inserted in an unknown insertion site. On 12/27/2023, the patient woke up, the cgm device alerted them that the cgm reading was 15.8 mmol/l. The patient self-treated with 4 units of insulin and went back to sleep. 2 hours after this the patient's husband woke up and the patient was unresponsive and had lost consciousness. An ambulance was called and when the paramedics arrived the cgm was reading 11.1 mmol/l and the blood glucose reading was 1.1 mmol/l. Even though no specific treatment was reported, it was stated that it took 1.5 hours to get the blood glucose reading back to normal. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.